Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Interrogation of device revealed premature battery depletion on the pacemaker as the device reached eri within five years of implant. The device was explanted and replaced successfully. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.